Event description:
It was reported to philips that the heartstart xl defibrillator showed a noisy ECG trace when used with ac power. There was no patient involvement. The device was used with a simulator.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed a noisy ECG trace when used with ac power. There was no patient involvement.